Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The root cause cannot be determined. The instructions for use (IFU) identifies coil stretching as a potential complication associated with the use of the device.

Event description:
It was reported that during embolization treatment of a collateral vessel in an arm fistula, two thirds of the coil deployed normally in the target vessel and then the coil would no longer advance. During retraction attempts, the coil segment in the catheter began to stretch and unwind. A .035 wire was used to push the coil segment out of the catheter, but inadvertently into a non-targeted vessel. A stent was implanted to pin the unwound coil segment to the vessel wall. There was no reported patient injury.